Manufacturer narrative:
Evaluation, method, conclusion: no product returned for evaluation. Evaluation of the service rep,mini,mdu ep-1 was not possible, as the device has not been returned. (B)(4).

Event description:
During a wrist arthroscopy while using a service rep, mini,mdu ep-1 the device started overheating during case.